Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. Boston scientific technical services (ts) reviewed a recent remote transmission and noted the pacing impedance measurements have been increasing. Shock impedance measurements remain stable. A nonsustained ventricular tachycardia episode was stored due to oversensed noise on the rate/sense channel. The clinic was unable to contact the patient for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remains in service. Should additional information become available this report will be updated.